Manufacturer narrative:
Service determined the sample probe had a broken liquid level detection cable. The sample probe was replaced. The alarm trace was reviewed, but no relevant liquid level detection alarm which confirmed that the sample probe liquid level detection was affected. Customer calibration is acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Qc results have been acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay (tnths stat) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnths result was 705 ng/l. On (B)(6) 2019 the tnths result was 4.62 ng/l. The tnths reagent lot was 370695 with an expiration date of 31-mar-2020.